Event description:
It was reported that during an implant attempt of a lead, the physician was unable to obtain a location with acceptable pacing and sensing thresholds. A new lead was used and implanted successfully in the right ventricle. No patient complications have been reported as a result of this event.